Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer's mother reported receiving a button error alarm. She could not recall any significant event that led to this alarm. The blood glucose reading was 138 mg/dl. Nothing further was reported.